Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level was 288 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners was noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.